Manufacturer narrative:
It was reported to philips that the nav ring was not working when testing for semi annual preventative maintenance. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse replaced the front bezel to resolve the reported issue. The device passed testing after repair was completed and was returned to service. Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
The customer reported nav ring not working when performing (preventative maintenance) pm. There was no patient involvement.